Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/07/2019.

Event description:
The customer reported a bad touchscreen. There was no patient involvement.

Manufacturer narrative:
G4: 18jan2020. B4: (B)(6) 2020. H11: upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-09945 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.